Event description:
I started using philips respironics dreamstation CPAP nightly in (B)(6) 2021. Beginning in late (B)(6) 2021, I have been experiencing weekly episodes of symptoms akin to bad hay fever. The episodes would last about 3 days, characterized by multiple sneezes, runny nose, puffy, watery eyes, nasal congestion, lethargy, irritability, and lack of motivation. In the beginning I thought it was coronavirus, but I got tested on two occasions during such episodes. Results: negative. Then I thought I was having summer colds -- but the absence of typical cold symptoms for me (aches/pains, sore throat, some fever) made me think otherwise, plus the fact that these episodes were happening weekly. Allergies maybe? But flonase and claritin didn't help relieve the symptoms. The closest thing my symptoms seemed to indicate was hay fever. And maybe those symptoms were caused by the CPAP device. Once I stopped using the CPAP following the recall notification on the device by philips, around end november 2021, I had no more hay fever episodes. I have not used a CPAP device since end november. FDA safety report ID # (B)(4).